Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow and act button of insulin pump was stick when pressing. The customer¿s blood glucose level was unknown. The customer stated that they lost date and time information when switching out batteries. The customer stated that the insulin pump was die. The customer also stated that there were low battery warning. The customer also stated that the insulin pump had slower during rewind and also bolus button was hard to be pressed. The insulin pump will not be returned for analysis.